Event description:
The device was applied during an unspecified procedure. Reportedly, the knife blade did not retract within the cartridge after firing the cartridge. Hospital has reported that no pt injury occurred.